Event description:
It was reported that during a low anterior resection procedure, the device did not cut or lay staples, it ripped the tissue. As a result, the case was completed by scalpel and suture and the pt received a temporary ileostomy. There were no other pt consequences.

Manufacturer narrative:
Date sent: 06/02/2008. The analysis results found that the device was received and in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded in the device without any difficulties. The mfg records were reviewed and no anomalies were found during the mfg process.